Event description:
The iab was placed in the cath lab prior to surgery, and the pt was not doing well so a second surgery was performed. After the second surgery, the catheter was noted to be "full of blood" and was removed. A replacement was not required since the pt was on a ventricular assist device. The pt had several arrests during the day and expired 5 hours after the iab was removed. Info from the hospital indicates that the pt's death is not attributed to the situation that occurred with the iab.